Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with a coaguchek xs meter with an unknown serial number compared to an unknown laboratory method. The result from the meter at 8:16 a.m. Was 6.0 inr. The result from the laboratory at 12:00 p.m. Was 4.1 inr. The customer stated her therapeutic range was 3.5 inr. There was no allegation that an adverse event occurred. The customer has had no lifestyle changes. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.